Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the distal end. There was foreign material in the air/water tube/cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the air/water-cylinder has foreign objects." And "air/water-tube has foreign objects.": the most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. For the corrosion on the distal end: the most probable cause is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.